Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, an angioguard filter was not able to be seated in the rubber break away deployment catheter because the rubber deployment catheter was not seated in the filter house. The filter (area of the filter being pulled into the rubber housing) was bent and not able to be used so it was not put in the patient. Another angioguard filter was opened and it deployed properly and the procedure complete successfully. There was no report of patient injury. It was noticed immediately during prep and removal from the hoop. The device stored, handled and prepped according to the instructions for use (IFU). The product was inspected prior to use and did it appear to be normal. Upon opening the package, the deployment sheath tip was not still fully seated in the filter basket introducer. It was not manually inserted into the filter basket introducer. The target lesion was the internal carotid. All anti-migration clips were in place and properly removed during prep. There was no reported difficulty removing the product from the packaging. No unusual force used during handling of the device. The product will be returned for analysis.

Manufacturer narrative:
As reported, an angioguard filter was not able to be seated in the rubber break away deployment catheter because the rubber deployment catheter was not seated in the filter house. The filter (area of the filter being pulled into the rubber housing) was bent and not able to be used so it was not put in the patient. Another angioguard filter was opened and it deployed properly and the procedure complete successfully. There was no report of patient injury. It was noticed immediately during prep and removal from the hoop. The was device stored, handled and prepped according to the instructions for use (IFU). The product was inspected prior to use and it did appear to be normal. Upon opening the package, the deployment sheath tip was not still fully seated in the filter basket introducer. It was not manually inserted into the filter basket introducer. The target lesion was the internal carotid. All anti-migration clips were in place and properly removed during prep. There was no reported difficulty removing the product from the packaging. No unusual force used during handling of the device. The product will be returned for analysis. One non sterile 6mm basket, medium support was received inside a plastic bag. Filter basket was received deployed. The deployment sheath was received separated. During microscopic analysis the filter basket showed no damages; however the deployment sheath was observed separated. The unit was sent to sem analysis in order to analyze the potential cause of the separation sem results showed that the distal tip surface presented evidence of elongation at the surrounding areas of the frayed. Elongation is a common characteristic of pieces which were stretched/ pulled. Stretching/ pulling could have been related to these characteristics. Per lake region report c 15,969 lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the involved lake region packaging lot number 10451099 and cordis lot number 35226377. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported ¿filter basket - kinked/bent-during prep" was not confirmed since during microscopic analysis no damages were observed in filter basket. The exact cause of the event experienced by the customer could not be conclusively determined. The reported ¿deployment (delivery) sheath - separated-from filter basket introducer¿ was confirmed due to condition as the product was received. The cause of the event experienced by the customer could not be conclusively determined. However, procedural / handling factors might have contributed to the issue as analysis of the returned device noted evidence of elongation. The instructions for use precautions, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly.¿ neither the DHR nor the analysis of the returned device suggest a design or manufacturing related cause for the difficulty experienced by the customer; therefore, no corrective action will be taken at this time.